Event description:
It was further reported that post ventricular pace blanking was extended to cover the output of the implanted ccm pacemaker.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: boston scientific ipg implanted (B)(6) 2022; 383069 lead (x2) implanted (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing associated with cardiac contractility modulation (ccm) de vice therapy. The patient had a ccm system implanted on their right side and a cardiac resynchronization therapy defibrillator (crt-d) system on the left. Programming changes were made to prevent the oversensing. Post-ccm implant, variable r-wave measurements were observed, suggestive of ccm therapy being seen during r-wave measurements. The lead remains in use. No patient complications have been reported as a result of this event.